Manufacturer narrative:
The lead remains in service at this time. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) defibrillation lead exhibited a gradual rise in the shock impedance measurements. A request was made to have data from this device analyzed. Data analysis showed that the measurements were not out of range at that time. Additional information received reported that the shock impedance measurements gradually increased to greater than 140 ohms. A request was made to have data from this device analyzed. Data analysis confirmed the out of range shock impedance measurements. A commanded shock at maximum energy was performed, which revealed normal shock impedance measurements. No further actions were taken. No additional adverse patient effects were reported. The lead remains in service.